Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged on dual anti platelet therapy (dapt) (plavix and aspirin) until (B)(6) 2024. The patient was then changed to aspirin only. The patient had a routine one (1) year follow up and transesophageal echocardiography (tee) imaging revealed a thrombus on the limbus side on the face of the closure device. There were no leaks noted. The patient was placed on warfarin for the next six (6) months and will have computed tomography (CT) imaging performed to re-evaluate.